Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2010 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. Legal document further alleges the acetabular component was easily removed and there was no bony ingrowth to the cup. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicate a loose acetabular component with a soft tissue metal reaction, a large amount of clear fluid in the joint, and severe corrosion on the femoral head and stem at the taper causing difficulty in removal. As a result, minor bone damage occurred during the removal process. The components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 6 states, "inadequate range of motion." Number 15 states, "elevated metal ion levels have been reported." Number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01599 and 1825034-2013-05328 / -05330).